Event description:
According to the initial information received, a (B)(6) female patient's sciatic vein was measured using fluoroscopy after which a 16mm amplatzer vascular plug 2 (avp2) was successfully implanted to embolize the 12mm sciatic vein on (B)(6) 2011. Approximately 2-3 weeks post-implant, the patient reported to the hospital with pulmonary edema. The hospital was unaware of the patient's recent implant so it took hours for them to realize the patient had a recent implant and that the avp2 had migrated. The patient was referred for emergency surgery and the avp2 was percutaneously retrieved. (Note, we were unable to verify the explant date.) As of (B)(4) 2011, the patient remains hospitalized in poor condition although details are unknown. The physician does not wish to provide us with records or imaging of the procedure.

Manufacturer narrative:
Device analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Image review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the migration remains unknown.